Event description:
Double-amputee pt with cerebral palsy, fell out of their wheelchair, broke their neck, and dislocated their shoulder. The wheelchair seat cushion was a posey model 7024c. The wheelchair did have a seat belt which was not used. Patient was reaching a glass of water on a table to their right and fell, "like a tree," towards the left side and landed on the floor on their left side. Patient required neck surgery repair, broken vertebrae.